Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was capped for unknown reasons. New lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this rv lead exhibited noise and high pacing threshold measurements. The lead was surgically abandoned and replaced during a device upgrade procedure. No additional adverse patient effects were reported.